Event description:
The customer reported encountering error code 570:320:025:0000 on their colleague volumetric infusion pump, recently returned from baxter after the required fca upgrades. It is not known at this time when the problem was noted or if there was any patient injury or medical intervention.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA january 24, 2007. Evaluation summary: the device has been requested for evaluation but has not yet been received. Should the infusion pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if any additional information becomes available. This report represents all information known to the reporter at this time.